Event description:
Customer had a pt experiencing swelling and fever 2 to 3 weeks post operatively. The m.d. Performed a lateral colateral ligament repair using an autograph. An 8x25mm screw was implanted in the tibia side and a 7/7x25mm screw (p/n 7207674 - lot 496438) on the other. The pt has been successfully treated with antibiotics.